Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 2191 - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced symptoms of hypoglycemia like sweating, cold and shaking the day the sensor was put on the abdomen. The cgm showed 168 mg/dl while the bg was 35 mg/dl. Her husband gave her sugar tablets and after 30mins-1hr she was able to recover. They didn't go to the hospital. The cgm sometime after was 300 mg/dl and the bg was not rechecked. The patient was stable during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.